Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery an ophthalmic console exhibited with no ultrasound(. Procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification (phaco) handpiece (hp) was returned for evaluation. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The phaco handpiece (hp) was received for evaluation. A visual assessment of the returned sample revealed no obvious non-conformities. The handpiece was connected to a calibrated resistance breakout box, where the output and input impedances were found to be within specification. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet alcon specifications the handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).